Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 coil (pc400 coil) pusher assembly. The pusher assembly was kinked approximately 25.0 and 91.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned devices revealed the px slim was kinked in the distal shaft. This damage may have occurred due to forceful manipulation of the px slim during positioning in the patient anatomy. Further evaluation revealed the pc400 coil pusher assembly was kinked. This damage may have occurred due to forceful advancement of the pc400 coil against resistance. The kink in the px slim likely contributed to any resistance experienced during advancement of the pc400 coil. All penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01144.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery using penumbra coil 400 coils (pc400 coils) and a px slim delivery microcatheter (px slim). During the procedure, while advancing a pc400 coil through a px slim, the physician experienced resistance and was unable to advance the pc400 coil out of the px slim. The pc400 coil was re-sheathed and re-introduced into the px slim. However, the physician was still unable to advance the pc400 coil out of the px slim and the pc400 coil pusher assembly became slightly bent. Therefore, the pc400 coil and px slim were removed. The physician also reported that there may have been a kink at the distal end of the px slim. The procedure was successfully completed using a new px slim and eight new pc400 coils. There was no report of an adverse effect to the patient.